Event description:
It was reported that three intima-ii y 24gax0.75in prn/ec slm experienced leakage during use. The customer reported, ¿nurse feedback tubing broken on the clamp, this is the third time happened."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8262066. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the sample submitted by your facility was subjected to leakage testing, and found to free from any signs leakage. Visual observation of the device was similarly unable to identify any non-conformances in the returned unit. Unfortunately based on our observations, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three intima-ii y 24gax0.75in prn/ec slm experienced leakage during use. The customer reported, ¿nurse feedback tubing broken on the clamp, this is the third time happened."